Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, lead, implanted: (B)(6) 2005; 5076, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis demonstrated the device met 90% of expected longevity. Without the history of the programmed settings throughout the service life of the device, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly. The device was explanted and replaced. During the device replacement, it was determined that the left ventricular (lv) lead had dislodged at some point, and was now in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.